Manufacturer narrative:
The pump was received with detached end cap and unable to perform the displacement test due to case physical damage. There was minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and stained address and serial number label. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the reservoir side of the pump was damaged. The customer's blood glucose level was reported to be 203.4mg/dl. No further information provided.